Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of ae: after the procedure. It was reported that post an uneventful left internal/common carotid artery stenting procedure, after the pt left the procedure room, the pt was noted as having some vague trouble with word finding. The pt was given an additional dose of plavix. Within one hour, the symptoms resolved. One day post procedure, the pt was discharged to home. There was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Neurological events are known possible adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.